Manufacturer narrative:
The gore® cardioform septal occluder instructions for use contain the following warning regarding device sizing: there must be adequate room in the atrial chambers to allow the right and left atrial discs to lie flat against the septum with disc spacing equal to the septal thickness, and without interference with critical cardiac structures or the free wall of the atria. Literature citation: chiou, a, abdou, m, uddin, p. Et al. Recurrent strokes secondary to patent foramen ovale closure device-induced injury of the left atrial free wall. Jacc. 2025 apr, 85 (12_supplement) 3049.https://doi.org/10.1016/s0735-1097(25)03533-8. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature was reviewed by gore: chiou, a, abdou, m, uddin, p. Et al. Recurrent strokes secondary to patent foramen ovale closure device-induced injury of the left atrial free wall. Jacc. 2025 apr, 85 (12_supplement) 3049. The article reports that a 25mm gore® cardioform septal occluder was implanted to treat a patent foramen ovale (pfo) in a patient with a history of stroke. Three years following pfo closure, the patient presented with a stroke requiring thrombectomy. The patient was compliant with aspirin and clopidogrel following the initial stroke and was switched to apixaban following the second stroke. Transesophageal echocardiography (tee) showed a well-seated pfo septal occluder with no obvious mass/vegetation or thrombus. An interatrial shunt at the inferior margin of the device was also seen. Intracardiac echocardiography revealed a 10 x 7 mm mobile, fibrinous mass along the left atrial (la) free wall opposite to the device that interacted with the central hub of the la disc of the pfo occluder during la systole. This was suspected to be the source of the patient's recurrent thromboembolic events. The patient underwent surgical removal of the pfo occluder; direct visualization confirmed chronic injury with superimposed thrombus at the area of interest along the left atrial wall. The mass was removed, and the atrial septal defect was repaired with post-procedural tee showing no residual shunt. The patient was started on coumadin for 3 months and recovered well from surgery.